Event description:
It was reported that an ilet device experienced rapid battery depletion from a full charge to 17 percent within several hours, and the device felt hot while on the charger; the user elected to power down the device and a replacement was arranged. Symptoms included no reported injury, with a reported blood glucose value of 73 mg/dl and no alerts or alarms. Outcomes included no medical intervention, no hospitalization, and continued glucose monitoring using a cgm app and blood glucose meter. Investigation included customer interview, verification of device serial number and shipping details, and initiation of return logistics for evaluation. Investigation of this device revealed a suspected battery or charging performance issue consistent with premature battery depletion and device warmth while charging, with no evidence of software alarms or user harm at the time of reporting. It was concluded, based on previously established findings for similar reports, that the cause was likely a device performance issue related to the power subsystem.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.